Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -3.50 diopter was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 lens repositioning was performed due to excessie vault but the problem did not resolve. On (B)(6) 2023 the lens was exchanged for a shorter length lens. This exchange resolved the problem.